Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not terminate insulin therapy accurately. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue.